Event description:
While transporting a pt (age & genger unknown), the device's video display went blank, the ECG was viewed through the ECG printout. No adverse effect to the pt due to the reported malfunction.